Manufacturer narrative:
(B)(4). The analysis results found that the ccs29 device arrived with no apparent damage. The breakaway washer was present and cut and the device was fully loaded with staples, indicating that the device had not being fired. No protruding staples were noted during device analysis. It is possible that the returned anvil does not belong to the device as the washer was cut but the device still has staples. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.

Event description:
It was reported that during a colostomy procedure, the nurse removed the retaining cap and found the staples protruding. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.